Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by medical records which stated the patient had a revision due to pain and hematoma from an unknown injury to the left leg. During the revision, metallosis and scaring was identified around the trochanter where the wires were placed. The cables were removed as well as the head, liner, and neck that were exchanged with no complications noted. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 00223200418, cable cerclage cable with crimp 1.8 mm dia. 635 mm length, lot # 63674177. Catalog #: 00801803202, femoral head sterile product do not resterilize 12/14 taper, lot # 63283898. Catalog #: 00784804400, modular neck d 12/14 neck taper use with +0 heads only, lot # 61632186. Catalog #: 00632005832, liner 20 degree elevated rim 32 mm i.d. For use with 58 mm o.d. Shell, lot # 63624802. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported the patient underwent left total hip arthroplasty. Subsequently the patient noted they were revised approximately one (1) year later due to worn polyethylene. Medical records show revision due to pain and hematoma from an unknown injury to left leg. During the revision, the surgeon noted metallosis, scarring, and local tissue reaction. The head, neck, and liner were exchanged, the cerclage wires were removed and irrigation and debridement to hematoma without complications. Subsequently, an irrigation and debridement was performed approximately seven months after revision due to recurrent hematoma with three (3) previous aspirations with negative cultures. The large hematoma was excised with drain placed without complications. Attempts have been made and no further information has been provided.